Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient was feeling palpitations and dizziness. Boston scientific technical services (ts) was contacted for assistance and requested to review episode data. Ts noted possible muscle noise oversensing on the atrial channel causing the device to record an inaccurate atrial tachycardia episode. Additionally, ts noted high rate pacing due to the device minute ventilation and accelerometer driven pacing. The high rate pacing was also noted to cause some ventricular tachycardia beats to be functionally undersensed due to blanking. The physician reprogrammed the minute ventilation and accelerometer pacing parameters. This device remains in service. There were no adverse patient effects.